Event description:
A customer reported that during a phacoemulsification procedure, the equipment would not produce vacuum. The case was completed by an extracapsular cataract extraction technique following a 30 minute delay. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).